Event description:
It was reported that the device blocked after use preventing its reopening. It was necessary to use the emergency handle on the top of the device which facilitated the opening of the device. There was no patient consequence. The issue occurred at the end of the gesture and that the surgeon had to use the emergency handwheel.

Manufacturer narrative:
(B)(4). Batch #: 759a45. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device opened without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number and no non-conformances were identified.